Event description:
On june 11th, the user posted on social media that he received elevated blood glucose (bg) readings. Due to these elevated readings, the user reported that he over-medicated with insulin and went to the ER where his bg level was tested with the hospital's meter and was found to read 65 mg/dl compared to a reading of 380 mg/dl with the user's dario meter. The user reported in an e-mail, that he has switched to a cgm system. Multiple attempts to follow up with the user were made, however, the user refused to troubleshoot with dario's representatives. There is not enough information available to further investigate this case. Therefore, no resolution is available.